Event description:
A pharmacist reported that the sleeves twisted during surgery. Operating time was slightly longer. No pt harm has been reported. The reporter was unable to confirm the lumbar of occurrences and if the issue was noted prior to starting the procedure. No additional info has been received.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. A lot review was performed for both lots associated with the pak. This is the first complaint for the finish goods lot and the first for this issue for both lots. The device history records shows the product was released per specifications. The customer did not retain a sample for this complaint report; a visual inspection functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause is unk. A sample was not returned for this complaint a definitive root cause could not be identified if a sample is returned at a later date, the investigation will be reopened and the sample evaluated. However, complaints of a similar nature have been reported and the root cause is known to be a supplier related issue; lack of interior surface finish coupled with the variation on overall length, straight external section length and any other slight variation created the failures. (B)(4).